Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "instrument wires are exposed." The instrument was found to have a broken grip cable at the distal end. The segment of the wire containing one of the cable crimps is missing and was not returned with the instrument. The root cause of this failure is attributed to a component failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the wires from a mega needle driver were exposed. The procedure was completed with no reported injury.